Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, when the package was opened, it was found that the inner seal was broken. The device was not used on the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue.

Manufacturer narrative:
(B)(4) = damaged universal seal assembly a different device was received instead of the reported device. The analysis results of the device found that it was received out of its original package. Upon evaluation of the device, the cap and the base of the universal seal assembly were found to be separated. Evidences of welding in the cap-base assembly area were noted. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.